Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
After inserting IV catheter tip of about 5mm into the left antecubital region vein and having blood flush back in the catheter, I noted resistance in forwarding the needle with the catheter further into the vein and patient expressed discomfort in the IV spot. I decided to withdraw the needle with catheter. Outside of the vein, I observe the tip of the catheter partially attached to the needle about 5mm from the needle tip. The patient had temporary pain when we had the IV cath inserted but resolved after. We had to insert another catheter in a different arm.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report of a damaged catheter was confirmed and the cause appeared to be associated with use. The returned 22g insyte autoguard device exhibited evidence of use. The IV catheter was received separate from the needle. The needle was received fully retracted within the shield. A microscopic examination of the IV catheter revealed a v-shaped breach in the tubing near the catheter tip. The size and direction of the breach was consistent with needle puncture damage. As the sample exhibited evidence of use, the damage likely occurred due to complications during the insertion process. Had the IV catheter been punctured by the needle during assembly/manufacturing, the resultant damage likely would have precluded venous access. A device history record review showed no non-conformances associated with this issue during the production of this batch.